Manufacturer narrative:
(B)(4). Concomitant medical products- nexgen articular surface with hinge post extension size e 20mm catalog #: 00588005020 lot #: 61269603, nexgen precoat tibial component size 3 catalog #: 00588000300 lot #: 61712655, nexgen straight stem extension 15mm x 100mm catalog #: 00598801015 lot #: 61603272, nexgen straight stem extension 11mm x 100mm catalog #: 00598801011 lot #: 61712464, nexgen precoat posterior augment block size e 5mm catalog #: 00599003501 lot #: 61589751, nexgen distal femoral augment block size e 20mm catalog #: 00599003524 lot #: 60411966, nexgen precoat distal augment block size e 5mm catalog #: 00599003510 lot #: 61308920. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it remains in the possession of the patient. The complaint sample was evaluated through photographic inspection and the reported event was confirmed. Photographs provided of the explanted devices confirmed that the femoral component had fractured at the taper that connects with the stem extension. The fractured taper remained assembled with the stem extension. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Undated x-rays provided identified anatomic alignment of the components with no abnormalities. Per the nexgen rotating hinge knee package insert, fracture is a known potential adverse effect of knee arthroplasty. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision due to post-operative fracture of the femoral component approximately five (5) years post-operatively. All devices were removed and replaced. No additional patient consequences were reported.